Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Lv tip to right ventricular (rv) coil lead impedance warning on 2016-06-15 at 1007 ohms. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the left ventricular (lv) lead alerted for increased impedance beyond the programmed impedance limit. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.